Event description:
The reporter stated that she did a meter to lab comparison test, about 30 minutes apart. The meter results was 84 mg/dl, and the lab test results was 141 mg/dl. She did not have any symptoms. A control test was not done due to unavailability of supplies. Follow-up attempts to contact the reporter for further information have not been successful.